Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0b0kv, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0ar0y, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A manufacturer representative (rep) reported high impedances on some electrode combinations on the left side; 0 <(>&<)> 2 was 4,783, 0 <(>&<)> 3 was 5,987, 1 <(>&<)> 3 was 4,308, and 2 <(>&<)> 3 was 5,261. The patient was not using any of these combinations and was getting therapy benefit. The treating physician was managing the patient's disease state and device. A six month follow-up was planned with the patient. The patient's indications for use were parkinson's dual and movement disorders. The cause of the high impedances was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.